Manufacturer narrative:
It was reported that, the physician found that the extension of the stent was not enough. Through the attached fluoroscopy image, it is confirmed that the stent body part was not expanded well, and the stent proximal part was not expanded. Also, as a result of the observation attached endoscopic image, it looks like that the stent is expanding. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It is hard to identify the root cause because the suspected device was not returned and it is hard to reconstruct the situation at the time of procedure. However, when observed the fluoroscopy scan, immediately after deploying the stent, the stent was not expended well, but when observed the endoscopic image, the stent was expanded than the fluoroscopy scan. Therefore, it is assumed that the stent was expanded slowly due to the patient lesion's pressure and as a result, the doctor has judged stent expansion fail. It is stated on user manual as follows. Procedure, after stent deployment balloon dilatation inside the stent can be performed on demand. Perform routine post implant procedures. A stent may require up to 1 to 3 days to expand fully. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the stent was placed in mid bile duct, however, the physician found that the extension of the stent was not enough. By seeing the image, the difference in extension between proximal part and other part. And the insufficient extension part was not on the papilla, so it is hard to think the extension failure is due to the papilla diameter. By seeing the image, it was impressed that the part of the stent inside of the bile duct was also insufficient. The stenosis part is top part of the fluoroscopy image. The insufficient extension can be seen, however, it can be due to the stenosis. However, the extension failure of the lower part of stent can also be confirmed. The complaint product will not be returned. There were no patient complications as a result of this event.